Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to implant due to unspecified helix issue. The rv lead was replaced and procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual inspection and electrical testing did not find any anomalies.